Event description:
Hygienist began using the a/w syringe on the patient when the hygienist noticed the patient had a stained groove on tooth #18, the hygienist then proceeded to use the explorer to check it, which is when 1/3 of the explorer broke off. The hygienist tried looking for the piece but was unable to find it. The patient did not feel it when he swallowed. The patient was then sent to the hospital to get an x-ray done and it showed the patient did swallow the piece. The patient had to have an endoscopy done to remove the piece.